Event description:
The customer reported that the system had a high ma (milliamps) error during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, high voltage cable, filament drive, and the generator drive were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.